Event description:
It was reported to baxter (B)(4) that the reservoir of an lv250 intermate ruptured during patient use. The device was infusing an unknown patient with 0.9% sodium chloride when the reservoir ruptured causing blood to backflow into the intermate IV line. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.